Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-12538. Related manufacturer reference number 1627487-2019-12539. It was reported that the patient experienced lack of efficacy. As a result, the patient underwent a surgical procedure at an unknown date, wherein the scs system was explanted. Patient is stable.

Event description:
Additional information received advised this product should not have been reported due to never being implanted.